Manufacturer narrative:
Pc-(B)(4). Batch #t5ex0d. Investigation summary the analysis found that one psee45a device was returned with no apparent damage and with one gst45g cartridge reload loaded on the device. The reload was received partially fired 2/3 with the cartridge deck damaged. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The override system was manually reset. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A photo was received. The photo shows the distal part of a device with the jaws closed, with a green cartridge loaded and tissue present between the jaws. Several medical devices are present in the background. Based on the photo alone, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was received: from my understanding of what I was told. The device either started to deploy staples and cut but could not be completed (partially fire) or, the device fully fired and stop during the automatic knife return. I do not know for sure as I was not in the case and the surgeon wasn't sure.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy, on the fifteenth firing of the stapler with a green reload, no buttressing material, the doctor clamped across bronchus and lung tissue, fired the stapler and the stapler locked out. Unknown if the stapler partially fired or fully fired. The doctor attempted to use the manual override to open the jaws of the stapler, but the jaws wouldn't open. The doctor cut around the stapler to remove it and hand sewed with suture to complete the procedure. There were no patient consequences.